Manufacturer narrative:
(B)(4). Correction: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from the lot. The reported patient effect of cardiac perforation and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who stated that the left atrium was small. Navigation was very challenging and perforation is an expectable complication in this setting. Death was a complication of the surgical intervention and was not related to the device. All available information was investigated, and the reported physical resistance appears to be related to patient morphology/pathology. The reported perforation and subsequent death appear to be related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for perforation, requiring intervention and patient death. It was reported that on (B)(6) 2016, the patient was admitted emergently with acute myocardial infarction of the posterior coronary wall, which caused a partial tear in the papillary muscle and protracted cardiac shock. The heart team decided to proceed with the mitraclip procedure. The patient was noted to have a very small left atrium and during clip delivery system (cds) advancement to the mitral valve, a perforation occurred. There were no attempts made to grasp the leaflet and the cds was removed. The patient was taken immediately for a biological mitral valve replacement surgery. The surgical procedure was successful; however, the patient was hemodynamically unstable. It was not possible to remove the patient from the heart-lung machine and the patient died on (B)(6) 2016. No additional information was provided.